Event description:
Information was received indicating that an alarm sounded during the night to a smiths medical cadd®-solis ambulatory infusion pump. However, the display did not illuminate and inability to attach the cable. Batteries were replaced, even after pre-infusion check, showing full batteries. There were no reported adverse patient effects.